Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches on the screen of insulin pump and it affects the ability to see the screen. The customer¿s blood glucose was unknown. The customer declined troubleshooting. The customer stated that the sometimes the piston was slower and piston makes noise during rewinding. The device will not be returned for analysis.